Event description:
Medroxyprogesterone 150 mg/ml syringe, made by sicor, lot # 05h803, exp 06/2007 was administered im on gluteus muscles but the plunger was not moved forward. The defective syringe was removed and discarded. Another syringe with the same lot was given instead.